Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced a significant skin reaction with cellulitis infection and intense pain extending beyond the adhesive patch perimeter. The reaction occurred six days after sensor insertion in the arm. The patient initially contacted dexcom on (B)(6) 2025, reporting a sensor failure and pain/discomfort at the sensor site. Later the same day, the patient stated that the pain intensified and described the sensation as feeling like his arm was ¿being electrocuted.¿ in the early morning of (B)(6) 2025, at approximately 2:00 a.m., the patient sought evaluation in the emergency room (ER) and was discharged around 8:00 a.m. He was instructed to return later that evening. At approximately 10:00 p.m., the patient returned to the ER and was diagnosed with cellulitis that had spread beyond the sensor pod area. He was subsequently admitted to the hospital. The patient remained hospitalized for nine days (B)(6) 2025. During his admission, he underwent an incision and drainage (I&d) procedure, for which lidocaine was used as the local anesthetic. He received intravenous medications and oral antibiotics during his stay. Upon discharge, the patient was prescribed continued oral antibiotics at home, taken once daily, and completed his final dose on (B)(6) 2026. On (B)(6) 2026, dexcom technical support followed up with the patient, who confirmed that the infection had healed and that he had been cleared by his home nurse the same day. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).